Event description:
An optometrist reported that a pt presented on emergency basis in 2003 admitting to using the same night & day lenses for continuous wear for greater than 2 months. Pt awoke to severe pain, watery discharge, moderate redness, decreased visual acuity & increased photophobia. A small central ulcer with a large circular epithelial abrasion os with limbal injection was observed. Vigamox q 15 min x 2 hrs, then q 1 hr for 1 day, then q 2 hr for 1 day, then qid x 5 days was rx'd along with ciloxin ung q hs & follow up 2nd day. Vigamox and ciloxan were rx'd prophylactically for the apparent central corneal abrasion. Pt seen in follow up 2 days with quiet eye resolving. Visit 4/2004 reports no loss of visual acuity, no corneal scar and pt wearing lenses on 30 night continuous wear schedule. Recommended using rewetting drops for redness of eyes. No further info is available at the time of this report.